Event description:
Procedure type: lap gastric bypass. Patient gender: unknown. Original procedure either in 2007. According to the reporter: the patient was brought to a hospital complaining of abdominal pain. The patient was x-rayed and it was found that a white trocar spike was left in the abdominal cavity. Exploratory lap was performed on this patient and the spike was removed. At the time of the original procedure, there was no protocol in place for nurses/scrub to include the white trocar spike in their count.